Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that since converting to gamma4 instruments from gamma3, dr potter and his group have observed that the treads of the strike plate appear to loosen more than what has been observed tilt the gamma 3 targeter/strike plate. They have observed that targeters have had damaged threads because they have been impacted whilst not fully seated. The hypothesis is that the strike plate is loosening during impaction, and then impacted while loose thereby damaging the threads in the targeter. In addition to the strike plate/targeter thread damage, dr potter has observed that the nail holding bolt has also become loose during nail insertion more than experienced with gamma 3 instrumentation requiring re-tightening of the nail holding bolt during insertion. The loosening of the nail holding bolt has caused the lag screw/distal locking screw to miss the nail because of loosing of the nail holding bolt. 15 min delay to perform manual targeting/re-tightening of the nail holding bolt.

Event description:
It was reported that since converting to gamma4 instruments from gamma3, dr (B)(6) and his group have observed that the treads of the strike plate appear to loosen more than what has been observed tilt the gamma 3 targeter/strike plate. They have observed that targeters have had damaged threads because they have been impacted whilst not fully seated. The hypothesis is that the strike plate is loosening during impaction, and then impacted while loose thereby damaging the threads in the targeter. In addition to the strike plate/targeter thread damage, dr (B)(6) has observed that the nail holding bolt has also become loose during nail insertion more than experienced with gamma 3 instrumentation requiring re-tightening of the nail holding bolt during insertion. The loosening of the nail holding bolt has caused the lag screw/distal locking screw to miss the nail because of loosing of the nail holding bolt. 15 min delay to perform manual targeting/re-tightening of the nail holding bolt.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation, but with the provided issue alleged event can¿t be replicated. With the provided picture, we can only see the slight damage on the assembly thread, but without the returned product and functional inspection could not be analyzed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.